Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had skin irritation issues with their infusion set and also mentioned that they have experience high blood glucose levels of over 600 mg/dl. The customer treated with a manual injection and declined to troubleshoot for the high blood glucose readings. The customer stated that the infusion set cannula was not damaged. The customer was advised to consider visiting the emergency room. The customer was assisted with site issues troubleshooting. The customer reported no signs of infection but mentioned itchiness and blood at site, but was not actively bleeding during the call. It was found that the customer was inserting properly and was advised to try different sites. No products will be returned for analysis.